Manufacturer narrative:
The insulin pump passed the self test. No missing segments or partial display was noted. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had a partial display on their insulin pump. The customer's blood glucose was normal and did not require medical treatment. No additional information provided.